Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that infusion sets and reservoir were damaged. Customer reported that reservoir could not lock in reservoir compartment. It was also reported that infusion set needle guard was missing from package and needle fell out. Customer's blood glucose was unknown. Insulin pump would be replaced.